Event description:
A uf reported a pt experienced a swollen uvula after an anesthesiologist tried to unsuccessfully place an lma. The pt had to be intubated and afterwards his uvula was swollen for two weeks. The pt took a steroid dose pack and the problem resolved. Source has requested permission to perform an inservice at the facility.